Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in hospital for a lead repositioning procedure. Upon interrogation prior to the procedure, the device displays error messages due to many wireless interrogations. The error issue was resolved and the patient was stable.